Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got power error detected on insulin pump within 4 hours of troubleshoot the previous occurrence. Customer's blood glucose was 125 mg/dl at the time of the incident. Product will be returned for analysis.